Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 1995. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The exhaust valve was replaced.

Event description:
The hospital reported that the bellows stopped during the preoperative checkout. There was no report of patient involvement.